Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received two unopened samples that pertain to the product code w9560, lot mc7cdbm. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received sixteen unopened samples that pertain to the product code w9560, lot temmka. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mc7cdbm mfg date: april/01/2018, exp date: sep/20/2023. Batch temqhp mfg date: may/29/2023, exp date: apr/30/2028. Batch temmka mfg date: may/23/2023, exp date: apr/30/2028. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lots, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the wound dehis? If yes, what tissue dehisced? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the broken suture during the second procedure. Were there any patient stress factors that led to the suture breaking post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Received information as following from sales rep via phone today. After investigation, the specific gender and age of the patient were unknown, and strabismus correction surgery was performed to the patient in hospital on (B)(6) 2023. The surgeon used the w9560 for bulbar conjunctival sewing (the specific sewing method was unknown) during the surgery. The suture breakage occurred to the tissue that had been sewed during the surgery. The surgeon immediately replaced a new suture of the same product code for sewing again. The subsequent operation went smoothly. On the 2nd day after the surgery, the doctor found that the suture at bulbar conjunctival broke again, so the doctor immediately replaced a new suture (the specific product information was unknown) for the second sewing. The patient was in stable condition currently, and no subsequent adverse event report was received. Other information requested is unknown. Note: related events reported via 2210968-2023-07317, 2210968-2023-07318, and 2210968-2023-07319.

Event description:
It was reported that a patient underwent strabismus correction surgery on (B)(6) 2023 and suture was used on the bulbar conjunctiva. During the procedure, the suture broke. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.